Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent was not unfolded. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.